Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the products because they were not returned to abbott vascular for evaluation. It was reported that after deployment of a 2.75x33mm xience prime stent in at left main in the left anterior descending (lad) artery, pre-dilatation was performed. Stenting was continued with the placement of a 2.25x12mm xience v stent. An attempt was made to place a third stent, a 2.25x18mm xience v stent; however, the stent delivery system (sds) would not cross. Resistance was felt during removal of the non-abbott guide wire and the xience v and xience prime deployed stents were inadvertently explanted from the lesion. Attempts to remove the non-abbott guide wire and the stents were unsuccessful and the patient was sent for bypass surgery. It was reported the 2.25x18m xience v sds failed to cross the lesion. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and moderately calcified which likely contributed to the failure to advance. In this case, it was reported the xience v and xience prime stents were successfully implanted; however, during removal of the guide wire, the stents were explanted. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, or damage to the stent. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment. In this case, the sds and guide wire used were not returned for analysis which may have aided the evaluation. There was no note of any damage to the stent implants observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The patient was sent to surgery in an attempt to remove the explanted stents and guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for why the stent was explanted by the guide wire could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that after deployment of a xience prime in at left main in the lad, predilatation was performed. Stenting was continued with the placement of a 2.25/12 xience v stent. An attempt was made to place a third stent, a 2.25/18 xience v stent; however, it would not cross and was removed. As the procedure was over, the non-abbott guide wire was being removed from the patient when resistance was noted. During the removal attempt the deployed stents were inadvertently explanted (displaced) from their lesions. It is unknown if the stents were deployed over the guide wire, trapping the wire. At this time, the non-abbott guide wire separated. Attempts to remove the separated non-abbott guide wire and the stents were unsuccessful and the patient was sent for bypass surgery. The stents remain in the patient. No additional information is available.